Event description:
It was reported that the patient was seen in the ed due to painful stimulation. The vns was checked and all values were within normal limits. X-ray images were taken and showed a possible disconnected lead. The patient's device was disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.